Event description:
A remstar pro c flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam and needs to be replaced to address the issue. Additionally, the service technician also generated an alarm e53 (err comp log sem timeout) then noted a dust fail contamination and the power connector was destroyed. The device was scrapped by the service center after the evaluation was completed.